Manufacturer narrative:
Concomitant medical products: 5076, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced chronically high thresholds. The patient requested to have the lead capped and replaced. No patient complications have been reported as a result of this event.